Event description:
Foreign hcp reported "pt overdose". Pt arrived in casualty with life-threatening (morphine) overdose and nearly died. Event was not related to a refill. Pt inverventions not provided. Pump was replaced. Hcp stated event was a "pt medical complication".